Manufacturer narrative:
Without the serial number of the device we are unable to identify the manufacturing date. All attempts to gain access to the device have been unsuccessful. Without lot number information we are unable to perform a review of the lot history record. A review of the product history reveals this device to be a reliable device of electrosurgery and there is no evidence to suggest a device defect or malfunction. Although we have been unable to confirm the event, due to the timing of the detection of the burn it is most likely not electrosurgical in nature.

Event description:
(B)(6) patient: tonsils and adenoids: dr. (B)(6). It was reported that the paitent had a "black burn" on buttocks approximately the size and shape of a quarter. The injury was noticed unti the patient was in pacu post op when the diaper was removed. The area under the diaper was not inspected by or staff before the surgery or after the surgery. It was reported that the layers under the patient were as follows: bed, vita heat #4003 warmer, megasoft pad, draw sheet, diaper, patient. Power output on the megapower generator varied throughout the case between 8w to 35w.

Manufacturer narrative:
A review of the device history record shows this product was originally manufactured to specifications and there is no evidence of device defect or malfunction. The unit was subjected to functional testing during evaluation which found the unit within specifications and functioning within design parameters. Although we have been unable to determine the cause of the report megadyne has verified the unit is performing within specifications.